Manufacturer narrative:
Results: bd received representative (B)(4) samples from lot # 6138649 from customer. As bd is aware of complaints for leakage in the tubing, no additional testing of customer samples is required. As bd is aware of complaints for leakage in the tubing, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in there was blood leakage at several locations, primarily at attachment points. Leaking occurred at the end near the luer or at the front between the push button and the tubing.